Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the image appeared with noise and at times completely cut out. This was exacerbated when the piffle connector was moved within the mouthpiece. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Nine years have passed since the device was delivered, and it was presumed that the input socket have deteriorated over time and failed due to long-term use. As a result, the video connector could not be connected and the image was unstable.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the endoscopic retrograde cholangiopancreatography, there was a faulty input socket that led to an unstable image. The user replaced the subject device to another device and completed the procedure. There was a delay of an hour as the user tried to swap and use different device. The patient had no physical harm but was potentially stressed and anxious.